Manufacturer narrative:
(B)(4). Source foreign - australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient's liner was exchanged due to unexplained discomfort. A thicker poly was replaced. There was no visible wear or defect on articular bearing. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified sign of use/implantation. However, no further information can be obtained from the provided picture. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.